Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that he did back to back blood glucose tests, within minutes. His results were 343, 318, 172, 165 and 162 mg/dl. He did not have any symptoms. During trouble shooting he stated he does not have any problem getting a good blood sample, and checks the confirmation dot for enough blood. The lifescan rep reviewed 4 c's and advised him that too much blood could give an inaccurate reading. Reporter is visually impaired and couldn't read the control solution range. A control solution test was 116 mg/dl.